Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d9, h3, h4, and h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage and deterioration of parts due to wear and tear, without any design or manufacturing issues. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that red staining was found in the channel of the gastrovideoscope. No patient involvement was reported, as the issue was identified during setup before the patient entered the room.